Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of the harmonic ace instrument came off. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found attached to the arm clamp however a portion of the white teflon pad was missing. The missing piece measured approximately 1.35 mm x 11.00 mm in length. Components adjacent to the damaged teflon pad did not show damage.